Event description:
The event is reported as: the customer alleges that the return tube fell off while in use.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Two pictures of the unit of catalog number 031-332 (nebulizer adaptor 033, sterile, (B)(6)) were received for analysis. They were visually inspected founding the return tube (B)(6) disassembled of the nebulizer base. From the pictures, it's not clearly visualized if the return tube contains glue residue which is used to attach the nebulizer base to the tube. A DHR (device history record) review could not be conducted since the lot number was not provided.